Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 3 of 5. The baxter technical representative (tsr) explained the alarms to the home patient (hp). The tsr had the hp close clamps then cycle power to clear both the se 2240 and se 2367. The tsr advised the hp to discard supplies and finish with manuals. The alarms were cleared. The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) contacted the home patient (hp) on (B)(6) 2011, regarding the reported system error (se) 2240. The hp stated she did not notice any visible damage or abnormalities with the supplies in use and did not have any idea how air might have got into the lines. The hp stated that she spoke to her nurse about the alarm and that since then everything has been going fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the sample lot number is known, therefore a batch review will be performed, a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).